Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the a/b reagent valve to resolved the issue. Internal beckman coulter identifier is (B)(4).

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated "no fluid detected in sample cuvette" errors. The customer also found fluid leaking from the reagent probe b. The customer was wearing their personal protective equipment. There were no reports of erroneous results generated and no reports of injury or exposure.